Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they saw the representative on (B)(6) 2018 and had it checked. Everything was normal but the battery had moved. Heat for the swelling and pain. They will recheck in 3 months. Patient had gained weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noted that the patient¿s current implant had moved. Patient stated the implant was completely horizontal and no longer vertical. Patient stated that the new implant was implanted in the same spot the initial stimulator was implanted. Patient inquired if that could have caused issues/affected the muscles in that area and cause the stimulator to move. Patient was advised to follow up with her healthcare professional (hcp). No symptoms reported. No further complications reported.